Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the upper arrow button on the pump is not working reliable and the rubber protection is completely worn out. No adverse event reported. Requested return of the alleged pump for evaluation.